Manufacturer narrative:
(B)(4). Evaluation summary:visual and functional inspections were performed on the returned device. The reported knot unraveled when trying to separate the sutures from the device was unable to be confirmed as the suture containing the knot was not returned. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4).during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in both the right and left common femoral arteries was attempted using a proglide device via a pre-close technique prior to an abdominal aortic aneurysm interventional procedure. When the plunger of the proglide device was withdrawn, the suture was found; however, when trying to separate the sutures from the device the knot unraveled. A new proglide device was used. Reportedly, the aaa procedure was performed with a maximum sheath size of 14fr and hemostasis was achieved with the sutures of two successfully pre-placed proglide devices. There was no adverse patient sequela and no reported clinically significant delay in the procedure.the physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.